Manufacturer narrative:
H6: investigation summary bd received one (1) sample (material # 367812, batch # 0286251) for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed as all product specifications were met. The coating/additive appeared normal and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "material no. 367812 batch no. Unknown (provided 028651) it was reported that there was debris inside the tube. Per email: I have a vacutainer tube that has debris inside the tube. I would like to return this tube for evaluation."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "material no. 367812 batch no. Unknown (provided 028651). It was reported that there was debris inside the tube. Per email: I have a vacutainer tube that has debris inside the tube. I would like to return this tube for evaluation."